Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was patient condition related with peel away sheath left in place to maintain hemostasis of cfa due to patient habitus.

Manufacturer narrative:
Additional information for the initial MFR was provided in sections b1, b5, h6, h10 as noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the doctor was unable to advance repositioning sheath into secure impella properly. Upon arrival, the peel away sheath was found to be left in place with repositioning sheath partially inserted into the peel away sheath. Site was dressed with multiple transparent dressings, blue suture hub sutured to patient¿s mid-thigh. Moderate amount of bleeding noted at the insertion site.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45-year-old male with heart failure was implanted with an impella cp device for mechanical circulatory support. The patient developed leg ischemia and was treated with heparin. The patient was escalated to an impella 5.5 device.